Event description:
During the implant procedure, the atrial lead was unable to connected to the header of the device. Upon examination, material was seen in the atrial port of the device and was suspected to be the cause of the event. A replacement device was successfully implanted. The patient was in stable condition.

Manufacturer narrative:
The reported field event of header anomaly was confirmed. Visual analysis shows the atrial ring spring was dislodged and pushed into the atrial lead bore. Testing associated with the atrial connections could not be performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.